Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new procedural information, which was updated in the appropriate sections.

Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Add'ly, the MFR notified the FDA los angeles dist. Recall coord. Voluntary recall & gained concurrence of the customer letter prior to its' distribution. On 03/17/2015, the voluntary recall was initiated. The device history records have been reviewed & this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Although the original two devices were not returned, the investigation is confirmed for the two lot samples received & evaluated for a break, as the cannula hubs were found to be broken in the returned samples. In addition, the investigation is inconclusive for failure to prime, as the devices could not complete functional testing due to broken cannula hubs. This is a known issue for the identified product code/lot number combination. The root cause was determined to be supplier related due to over-processed resin. The monopty instruction's for use (IFU) provides general instructions for priming, firing, sampling & retrieval of samples from the device.

Event description:
It was reported that during an ultrasound guided breast biopsy, a rattling noise was heard when the device was primed for the second sample acquisition. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.